Manufacturer narrative:
Continuation of d10: product ID hh9021snm serial# unknown product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they still have the urge to go in a hurry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the handset would not accept a charge or turn on. Redirected to hcit. The patient stated they had not had benefit since the interstim x was implanted. The caller was on the line along with another healthcare provider (hcp). The caller made mention of not having the ins programmed at all after implant but because the patient's handset was not working, the ins could not be interrogated to confirm. The caller elected to work with hcit to get replacement handset and then have their local representative (rep) come in when the patient had the handset so the issue could be evaluated in person. Additional information was received from the patient. They reported that the cause of the therapy not providing benefit since implant was unknown but noted that it was likely due to the device siting too high. They noted that replacing the handheld device did not resolve the issue. This issue had not yet been resolved.